Event description:
Patient reported at check in true to broken, not fitting, discolored, sensitivity, recent dental work. They also reported the aligners broke 3 months ago and their teeth moved too much.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.